Event description:
It was reported that the pt was implanted a biolox delta head, 12/14, 36 x 0 on the right side on (B)(6) 2013. The pt heard a crack in (B)(6) 2014, the pt was asymptomatic. The breakage was seen on (B)(6) 2014. The pt was revised on (B)(6) 2014.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, and other surgical reports for review. Or other source documents for review, where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info becomes available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).